Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Yoke, incomplete cycle. Batch # m52r1e. Conclusion: the analysis results found that the long45a instrument was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was received partially fired 4/5 consistent with an incomplete firing cycle. Upon further analysis the instrument was found to have a damaged firing mechanism, and therefore, no functional test could be performed. The instrument was disassembled to examine the condition of the internal components, and the yoke post was broken causing the short rack to disengage from the pinion gear; therefore, the firing system gear train becomes out of sequence. This damage can occur when excessive force is applied to the instrument during firing. We have documented the circumstances as they were reported to us. The event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor fired her second firing with the long45a with a white reload. The device made an unusual noise when she went to fire it. She found it difficult to open the device and reclose the device for removal through the trocar. Upon inspection of the staple line, the staple cartridge had not fully fired and the staple formation was noted as not being very good. A topical hemostasis was used and additional suturing of the staple line was required. Case completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected evaluation summary the analysis results found that the long45a instrument was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was received partially fired 4/5 consistent with an incomplete firing cycle. Upon further analysis the instrument was found to have a damaged firing mechanism, and therefore, no functional test could be performed. The instrument was disassembled to examine the condition of the internal components, and the yoke post was broken causing the short rack to disengage from the pinion geat; therefore, the firing system gear train becomes out of sequence. This damage can occur when excessive force is applied to the instrument during firing. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. Event could not be confirmed as the device closed and opened without any difficulties noted.